Event description:
Boston scientific received information that this right ventricular (rv) lead had physical damage in the lead body. The lead was cut during pocket revision. The lead was explanted. No additional adverse patient effects were reported. This supplemental report is being filed as update from product investigation was received.

Manufacturer narrative:
The complaint device was not returned by the customer; therefore, no product analysis could be performed. Information provided was not sufficient to allow determination of probable cause. Therefore, no further actions are considered necessary and the complaint investigation conclusion code is unintended use error caused or contributed to event.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
Boston scientific received information that this right ventricular (rv) lead had physical damage in the lead body. The lead was cut during pocket revision. The lead was explanted. No additional adverse patient effects were reported.